Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The cables on the anesthesia control board and power controller board were reseated to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a system malfunction error causing a loss of mechanical ventilation. The unit was restarted and case resumed. There was no report of patient injury.